Event description:
It was reported by the sales rep that the intraclude aortic occlusion device, icf100 balloon migrated during the procedure. The balloon was working well and giving antegrade. "Right after, with no root vent used, they switched to retrograde and the balloon was soon right on aortic valve. " no pt injury was reported. The aorta around the balloon was 3.0 cm and the md put 18-20 cc in balloon.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Additional information provided by customer 03/26/2014 after follow up letter addressed the off indication use of the intraclude aortic occlusion device with the endodirect introducer. The physician stated "this was not a case of balloon migration which I have never seen using endodirect. This was a case of the aortic root sliding up over the balloon. This is unusual but usually results from cannulating too close to the aortic valve or from a dilated aortic root." Trends will continue to be monitored and additional information submitted as deemed necessary.